Manufacturer narrative:
(B)(4). The field service engineer replaced the nicol vasc v2 collimator part number (B)(4). This solved the problem.

Event description:
The system showed that there was an intermittent problem with the collimator.